Event description:
It was reported that, "the drill attachment was bent so the connection was not usable."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.